Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Post procedure, a pericardial effusion was noted.